Manufacturer narrative:
Insulin pump passed the displacement test however, the device received compromised force sensor system alarm during prime or compromised force sensor system test at four lbs. And motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 134 mg/dl. The drive support cap was flushed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.